Event description:
It was reported to covidien on 03/23/2009 that a customer had an issue with a hemodialysis catheter. The customer reports the luer adapter of the catheter extension tube cracked. As a result, the catheter needed to be pulled and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.